Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records for the known product/lots did not reveal any related mfg deviations or anomalies. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.

Event description:
Pt revised to address pain.